Manufacturer narrative:
(B)(4). Evaluation: results: (patient lesion morphology of heavy calcification); (dislodgement). Conclusion: (patient lesion morphology of heavy calcification).

Event description:
The physician was attempting to deploy a 3.0 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent in a heavily calcified vessel in a pt. It was reported that prior to inflating the stent, the catheter was retracted and the stent dislodged off the balloon and traveled into the pt's aorta. The stent was safely retrieved with a snare. The pt was treated as normal and was reported to have no ill effect from the initial dislodgement. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).